Event description:
Information received from the field notes that when the patient felt symptomatic and his pulse dropped to 50 bpm, he went to the clinic. During the check-up, the device could not be interrogated and there were no pacer spikes observed on the ECG with magnet application.